Event description:
Procedure type: lap hernia repair. Reportedly, the dissector balloon twisted would not inflate nor deflate. The surgeon decided to cut off the balloon dissector to use structural balloon trocar. Nothing fell into the surgical cavity, however, the incision had to be extended to correct the condition. No injury was reported.

Manufacturer narrative:
.